Event description:
It was reported that during a heart transplant procedure the patient's electrode was damaged but the device was left on. The patient received inappropriate shocks from their device. Upon interrogation the device exhibited power supply and high impedance code. The system has been turned off at this time. No additional adverse events were reported.